Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the obstruction found in the drawer. A field service engineer removed the obstructed medication bag and reinserted the tray inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had mini drawer unable to close. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.